Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that during a supply change the ilet bionic pancreas did not show drops, and when the user disconnected the supplies, insulin leaked from the pump chamber; the user was using a contact detach infusion set, and a full supply change with new components was performed with insulin delivery successfully resumed. No clinical signs, symptoms, or conditions were reported. Outcomes included restoration of insulin delivery without alerts or alarms and no health impact. User support included troubleshooting, verification of supply change steps, and replacement of the infusion set, connector, and cartridge. Investigation of this case revealed evidence consistent with a leaking cartridge or connection during setup, with insulin leak identified and resolved by replacing the supplies and re-filling the tubing; device alarms were not triggered. It was concluded, based on previously established findings for similar reports, that the cause was a user setup or connection issue leading to leakage, resolved through education and replacement supplies.